Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿tribocorrosion: ceramic and oxidized zirconium vs cobalt-chromium heads in total hip arthroplasty¿ by sok chuen tan, et al, published by the journal of arthroplasty (2016), vol. 31, pp. 2064-2071, was reviewed. This matched-cohort study aims to compare tribocorrosion between matched ceramic and cobalt-chromium femoral head trunnions and between matched oxinium and cobalt-chromium femoral head trunnions. The authors reviewed depuy and competitor femoral stems and heads. The acetabular components used with the explanted stems was unknown for all patients. All explanted femoral stems showed signs of fretting or corrosion at the taper. This complaint captures the 26 depuy explanted stems and heads. Case one is captured in pc-000603486, case 2 through case 26 are captured in the attached guidance document and linked to pc-000603486. " (B)(6) male patient implanted with an unknown depuy stem with a 12/14 taper and 28-mm ceramic femoral head. Stem and head revised at 0.01 years for malposition of the stem. There was corrosion and fretting on the femoral stem. There was no reported product problem with the femoral head. The acetabular components used were unknown.